Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Eval also revealed a damaged force sensor plate and that the force sensor resistance reading was out of calibration. During an "ezprime" operation the pump dispensed fluid on the load step and emitted a "no cartridge detected" warning. Review of the pump history revealed loss of prime warnings associated with zero force.